Event description:
It was reported that the patient passed away. The cause of death was unknown. There were no device issues at the time of the patient outcome. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. (B)(4) was reportedly not explanted returned for evaluation. The relevant sections of the device history records for (B)(4)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.